Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 41 mg/dl. The customer was treated for the low blood glucose with food. Customer states they did not receive a low battery alert prior to the off no power alert. The customer reports a black circle on the screen of the device. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump and was advised to monitor the device for any further issues. The customer did not return the product back for analysis.